Manufacturer narrative:
Product analysis: analysis was able to confirm that the power cord bay assay was damaged. Analysis also found that the emergency button did not work. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power bay cord assembly was damaged. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.